Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(4). It was indicated that the device is not returning as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that surgeon has a patient who is dissatisfied with glare after implantation of symfony lenses in both eyes. It has been a year and a half since the surgery and doctor feels like all options for the patient are exhausted. Reportedly the patient had underwent yag hence explant would be challenging. Doctor was scheduled to meet the patient to put in punctual plugs to see if this helps patient¿s symptoms. Patient did not have dry eye identified prior to the surgery and appears to have a healthy tear film. This report will capture patient¿s one eye. A separate report is being submitted for patient¿s other eye. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.